Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a calcified circumflex (cx). The physician attempted to perform a crush technique. However, the physician encountered resistance advancing over the pt2 guidewire. As the physician retracted the taxus stent the sds froze on the pt2 guidewire. The physician then decided to removed the entire delivery system as one unit. Upon removal of the taxus stent from the patient's body stent damage was noticed. No patient complications or injuries were reported. The physician successfully completed the procedure with another taxus stent. Patient status is reported as "satisfactory/good".